Event description:
Continuous glucose monitor, freestyle libre sensor is repeatedly alarming low, contradictory to a subsequent finger stick blood glucose reading. I am losing confidence in this product. This is the second consecutive sensor I am having this problem with. Reference report: mw5118059.